Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2015 at 11:00pm. The patient manages his diabetes with an insulin pump and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported developing symptoms of light-headedness, anxiety, frequent urination and poor sleeping immediately after the product issue occurred however denied receiving any treatment. During troubleshooting the cca noted that the correct test strips were being used and that the meter powered on when the power button was pressed, but not when a test strip was inserted. There was no apparent misuse of the meter. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms suggestive of a hyperglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.